Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The following sections have been corrected/updated: b4, b5, d2, g1, g3, g6, h1, h2, h3, h4, h6, and h11. Review of the most recent repair record determined the device would not stay on; the motor speeds were erratic. The motor, spring seal, and various other parts were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There was no additional information available.

Event description:
It was reported that the unit had a power failure during the procedure. Dermatome lost nitrogen mid harvest, and the blade stopped moving, the device shut off unexpectedly. The initial graft was damaged and unusable, and additional skin graft was required to complete the surgery. There was a 15-30-minute surgical delay. Initial harvest site needed a dressing. (No sutures were required). The patient left operating room with 2 harvest sites. Dermatome serial number (B)(6) had the power failure and dermatome serial #: (B)(6) was the back-up device. Another device was used to complete the surgery. Due diligence is in progress, there is no additional information available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.